Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens. The patient's best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
(B)(4). Anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken/bent. (B)(4).